Manufacturer narrative:
Both the endplates and the core were returned for evaluation. Initial observation shows deformation on the core's anterior face as well as on one side. The anterior face of the inferior endplate had deformation as well. The deformation observed could be from the use of surgical instruments to remove the device. Further observation shows the inferior and superior endplates had bony remnants on the bony apposition side. The bearing surfaces on both the superior and inferior endplates did not appear to have any markings or signs of deformation. The patient was treated with secure-c at c7-t1. It is important to note that secure-c is only indicated for use from c3 to c7. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was completed to remove a secure c implant.